Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with cracked case reservoir tube window corner and loose drive support disk.

Event description:
The customer reported via phone call that crack near the esc button. The blood glucose was 134 mg/dl. The customer advised the pump will need to be replaced. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The device will be returned for the analysis.